Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was having issue morcellating a fibroid. The surgeon extended the incision site 5cm and used additional instruments to cut and break down the last fibroid that was the size of a plum. The surgeon indicated that the fibroid was so dense that even a scalpel would not cut into the fibroid. The surgeon extended the incision site to 8cm and pulled the last fibroid the size of a plum through the incision site. The procedure was completed.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4) the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.